Event description:
An optometrist reported a case of blurry vision and pain four months after bilateral lasik. Patient was placed on an hypertonicity drop which was not tolerated well. Patient was then placed on a topical steroid and vitamin c. Symptoms have improved. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).